Manufacturer narrative:
Device evaluation summary: visual inspection showed the obturator was deformed inside the cannula. The obturator outer diameter (od) was measured using a keyence scope and the cannula tip inner diameter (ID) was measured using a plug gage. The cannula tip ID was measured, and it was within specification. The obturator od was measured, and it was within specification. The obturator was inserted and removed several times with no issues noted. The reason for the return was confirmed for deformity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of five bio-medicus nextgen pediatric arterial cannulae, it was reported that the obturator was deformed in all five of these devices. There was no damage to the packaging, and no other devices in the same box/shipping container were damaged. The devices were replaced. There was no patient involvement, so no adverse effect occurred.